Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were unresponsive and the keypad was damaged. The reporter could not confirm whether the damage or the response issues had occurred first.

Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were intermittently unresponsive and required multiple presses to engage. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button was intermittently unresponsive. There was a hole visible in the button cover and the internal plug contact was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).